Manufacturer narrative:
The device was returned for analysis on 7/18/2014. During coil embolization of the left internal carotid artery, 2 galaxy orbit coils (640cx2535/15864212 and 640cf0925/15854461) were stretched during insertion into the target aneurysm. The coils were removed from the microcatheter (brand unknown) without premature detachment, and the procedure was completed using the same microcatheter without injury or clinically significant delay in the procedure. Four coils had been placed prior to the incident. The galaxy orbit coils were partially in the aneurysm and partially in the microcatheter, but it was unknown if the coils could have been entangled with the previously implanted coils. A constant flush had been maintained through the microcatheter. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter and the microcatheter was not positioned at a relative sharp angle to the coil. A one to one relationship between the coil and delivery tube was not verified with flouroscopy prior to repositioning the coils. A non-sterile orbit galaxy complex xtrasoft coil 2.5 x 3.5 was received coiled, inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was found partially zipped and it was found elongated. The support coil, gripper and embolic coil were found outside of the introducer. The support and gripper were found without damage while the embolic coil was found stretched in knot condition and the suture was found broken. The introducer, gripper and embolic coil were inspected under microscope; the introducer was found elongated, the gripper was found without damage and the embolic coil was found stretched in knot condition with the suture broken. The suture seems to be elongated before it was broken. Review of DHR for lot 15864212 concluded there were no issues considered potentially related to the reported complaint. The final assembly inspection was reviewed and no anomalies were noted. The coil stretching was confirmed during the analysis. The condition of the embolic coil and the damages found on the device was apparently caused by applying excessive force on it, but it could not be conclusively determined. However these defects could not be related to the manufacturing process, and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time. This is 1 of 2 mdrs related to this complaint with associated manufacturer report numbers 1226348-2014-30031 and 1226348-2014-30030.

Manufacturer narrative:
Correction: it was anticipated that the device would be returned for analysis; however, the device was not returned. During coil embolization of the left internal carotid artery, 2 galaxy orbit coils (640cx2535/15864212 and 640cf0925/15854461) were stretched during insertion into the target aneurysm. The coils were removed from the microcatheter (brand unknown) without premature detachment, and the procedure was completed using the same microcatheter without injury or clinically significant delay in the procedure. Four coils had been placed prior to the incident. The galaxy orbit coils were partially in the aneurysm and partially in the microcatheter, but it was unknown if the coils could have been entangled with the previously implanted coils. A constant flush had been maintained through the microcatheter. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter and the microcatheter was not positioned at a relative sharp angle to the coil. A one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to repositioning the coils. The device was not returned for analysis. Review of DHR for this lot concluded that there were no issues considered potentially related to the reported complaint. The final assembly inspection was reviewed and no anomalies were noted. The coil stretching cannot be confirmed without product return. The root cause of the stretching could not be confirmed; however, procedural factors may have contributed to the event. The coils may have become attached to the previously implanted coils, the aneurysm or the distal end of the microcatheter. The instructions for use instructs that a one to one relationship between the coil and delivery tube should be verified with fluoroscopy prior to repositioning the coils. Since there is no evidence of a manufacturing issue related to the stretching, no corrective actions will be taken at this time. This is 1 of 2 mdrs related to this complaint with associated manufacturer report numbers 1226348-2014-30031 and 1226348-2014-30030.

Event description:
During coil embolization of the left internal carotid artery, 2 galaxy orbit coils (640cx2535/15864212 and 640cf0925/15854461) were stretched during insertion into the target aneurysm. The coils were removed from the microcatheter (brand unknown) without premature detachment, and the procedure was completed using the same microcatheter without injury or clinically significant delay in the procedure. Four coils had been placed prior to the incident. The galaxy orbit coils were partially in the aneurysm and partially in the microcatheter, but it was unknown if the coils could have been entangled with the previously implanted coils. A constant flush had been maintained through the microcatheter. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter and the microcatheter was not positioned at a relative sharp angle to the coil. A one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to repositioning the coils.

Manufacturer narrative:
It is anticipated that the product will be returned for analysis; however, the device has not yet been returned. Information regarding patient age, gender and weight were not provided. (B)(6). Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs related to this complaint with associated manufacturer report numbers 1226348-2014-30031 and 1226348-2014-30030.